Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the CABG (coronary artery bypass grafting) procedure after cross clamping, the impella stopped and restarted three times. A pump stopped alarm occurred. Once the impella was placed in surgical mode the CABG procedure finished without a problem. After removing the clamp, the impella was restarted without any problem and had expected flows. It was further reported that as the impella was ramped up an alarm for position in aorta with placement signal in left ventricle occurred. Tee (transesophageal echocardiography) showed that the impella was in good position across valve. The alarm was disabled, and pump was left in position for 24hr and then explanted. Echo in ICU also demonstrated proper positioned and there were no apparent problems with flows.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. No product was returned for investigation. Data logs show a motor current spike with a high motor current pump stop. There are suction alarms before and after the pump stop. There are impella position unknown and impella position in aorta alarms upon restart of the pump. The pump's position was confirmed to be in correct positioning. The root cause of the pump stop was most likely use related as the pump was not placed into surgical mode at the start of the CABG procedure; when the pump was put into surgical mode it was able to be restarted and ran with expected flows.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the optical signal issue was most likely biomaterial related since there was a motor current spike and the impella in aorta alarm was a false alarm as the pump was confirmed to be in correct position. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. H6 updated to include optical signal coding. D4 model number updated. F6 and f8 erroneously filled in initial report. G1 reporting contact email updated.